Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. An analysis of the performance data for the time period surrounding the reported event indicates that the sensor session was started on (B)(6) 2024 at 8:12 pm. The user wore the sensor for almost 10 days and the sensor session ended on (B)(6) 2024 at 9:37 pm when a manual stop was recorded. A review of the patient alert settings found that the patient had disabled the rise. Fall, high and low alerts. On the reported date of medical intervention ((B)(6) 2024), the patient received numerous urgent low and urgent low soon alerts, each one was accompanied by escalating audio volume starting at vibrate and increasing to 47 percent audio volume then 100 percent audio volume. The patient also entered a calibration value of 154 mg/dl with the prior estimated glucose value at 128 mg/dl (16.8 percent error) indicating that the system was within specifications. Tandem was contacted on (B)(6) 2024 to request data from their pump for the date of the reported event. Tandem indicated that they have no pump data available for this device and they do not anticipate receiving any pump data for it. Based on the report by the patient that they kept getting an alert from the tandem pump but did not check the cgm, the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted on (B)(6) 2024. On 03/02/2024, the patient stated the tandem pump was repeatedly beeping. The patient did not check the dexcom cgm app during that time. The patient saw an alert on her pump display screen which read "contact tandem tech support," so the patient called tandem. It was not specified whether there were any cgm values present on the display device. The patient reportedly had no idea what happened on the pump and the patient was reportedly not paying any attention to the dexcom app. As a result, there is no information whether the dexcom app display device was showing any cgm readings at that time, or if there were any alerts or alarms. While speaking to tandem technical support, the patient reportedly felt fine, then suddenly lost consciousness. The tandem representative called the paramedics and her husband. Paramedics came and took her bg and it was below 20 mg/dl. According to the patient, neither paramedics nor her husband checked if the pump was giving readings or not. They disconnected the insulin cartridge from the pump and gave her glucose by unspecified route. When the patient woke up, the husband gave her carbohydrates afterwards. The patient was not brought to the hospital. The patient reportedly fixed the tandem pump and started the sensor session again on the pump. At the time of the report, the patient was doing fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.